Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with pericardial effusion. This was confirmed via computerized tomography (CT). Right atrial lead perforation was suspected. Lead values tested normal. Pericardiocentesis was performed. The patient was stable.